Event description:
It was reported that, on the paper entitled "composite bone and soft tissue loss treated with distraction histiogenesis", the taylor spatial frame was applied to 4 patients. Three patients had a total of seven complications (five minor and two major). One of the five minor complications was a painful pin requiring removal.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in this aged article, "composite bone and soft tissue loss treated with distraction histogenesis¿, did not provide insight or relevance to current clinical outcomes for the product/device. All related communications are under case-2020-38193. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation of the issue could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.